Event description:
The customer reported that during a diagnostic gastroscopy procedure, a blurry image was observed on the screen. The gastroscopy could not be further performed as the patient had discomfort, nausea, vomiting and obvious abdominal pain. There was no patient injury or health damage during the procedure. At this time, there is no correlation or allegation that the malfunction was related to the patient's symptoms. This report is being submitted for the malfunction [blurred image] that occurred during the procedure. The subject device was not returned to olympus for evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Additional information was received indicating that the customer has abandoned the subject device and purchased new equipment. Based on the available information and results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit; damage or deformation of the connector; movable l-range sliding error that occurred in the zoom scope; blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use: warnings and cautions.